Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant, the right atrial (ra) lead was attempted to be placed in multiple locations, however, each position resulted in high thresholds. The lead was removed, and a new lead was implanted. No patient complications have been reported as a result of this event.